Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in manchester, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system alarmed during service and that the co2 value was fluctuating at 0.1 even if the customer was not using co2. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a video showing the reported event was provided. The affected device was requested for a dedicated test and the reported issue could not be confirmed. No error code, no alarms and no co2 fluctuations were detected. The unit worked within specifications. The device was opened and cleaned and all the connectors have been reseated. Calibration of the unit was performed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on findings, the most likely root causes are poor contacts between internal components due to oxidation / dirt accumulation, solved by the cleaning and the reseating of all the internal connectors. No further complaints related to this device and this specific issue have been reported.